Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-02527. It was reported that guidewire fracture,vessel perforation and cardiac tamponade occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified mid right coronary artery (rca). During procedure, a 325cm rota wire and a 1.25mm rotalink plus were used for the procedure. The burr was advanced to the mid rca. It was noted that the calcification at the proximal part of the distal rca. Ablations were performed with 18,000 rpm three times. The rotations were down 5,000 rpm at each ablation. However on the third ablation, it was then noted that the rota wire got separated and the burr came out from the patient's blood vessel causing a blood vessel perforation. Cardiac tamponade occurred due to blood vessel perforation. The physician attempted to perform hemostasis with a balloon but the balloon did not advance. The physician attempted to perform dilatation with a 3.0 mm semi compliant balloon to perform hemostasis but it also failed. Surgical procedure was then performed. The remained rota wire was removed. The procedure was not completed due to this event. No further patient complications were reported.